Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, broken shell and underweight. A visual and microscopic analysis was performed which identified, broken crease sharp on anterior, stress mark, wear abrasion, crease fold and non-penetrating nick. Based on the device analysis, the final assessment is: an broken crease sharp on anterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, right side rupture. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.